Manufacturer narrative:
Product analysis: the full lead was returned, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation and the inner insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial (ra) lead and right ventricular (rv) lead were returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.